Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 scope communication errors. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to turn off the clv-190, insert the scope, and turn the unit back on. Tac advised reseating the maj-1933 cable between the clv-190 and the cv-190 while it was powered off. Furthermore, tac recommended cleaning the scope contacts with 70% isopropyl alcohol. The customer needed tools to reseat the maj-1933 and opted to call back later. The customer mentioned that two different scopes were attempted; however, the same error message displayed. Tac provided the part number for the maj-2087 cleaning kit and advised the customer to send the device in for repair if the error continues. A follow up was made and the customer mentioned that the issue was resolved and the device will not be sent for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b30 error could not be identified. However, it is possible the cause is related to a poor contact between the scope and the connectors of the device. Per the instructions for use below, the phenomenon might have been prevented: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.